Manufacturer narrative:
P-cap locked into place properly during testing. Unit was downloaded using thump software and carelink. During download history review, no relevant alarms were noted to confirm harm code. The following testing was performed and unit passed: displacement, occlusion, rewind, prime/seating, basic occlusion test, displacement accuracy test, and force sensor test. No unexpected alarms or anomalies were noted. Proceeded by cutting unit open to perform visual inspection on connectors and electronic assemblies. No moisture damage noted on electronic assembly. The following cosmetic damages were noted: pillowing keypad overlay, stained keypad overlay, and scratched case. In summary, customer concern for possible under delivery anomaly was not confirmed. Unit functioned properly and passed all tests within spec. During download history review no relevant alarms were noted to confirm harm code. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported blood glucose value of 312 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l, mmt-397a, mmt-332a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smart guard feature at the time of the event. The customer called for an issue not covered by existing troubleshooting guides. No further patient complications were reported. Mmt-1884l was requested and the device was returned. No product return is required for mmt-397a. No product return is required for mmt-332a.